Event description:
Reportable based on device analysis completed on 30sep2014. It was reported that the catheter was unable to connect to motor drive unit (mdu). The target lesion was moderately calcified lesion and moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. But it was unable to connect the catheter to the motor drive unit. The procedure was completed with another with same device. No patient complication was reported and the patient's condition is good. However, device analysis revealed an open hole in the imaging window.

Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed no adhesive was observed on the pin side of the ccp board. The ccp board and pins appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. The unit was correctly recognized by the imaging system when plugged into the mdu during functional testing. Kinks were observed in the telescope assembly at 70.5 cm and 73.0 cm from femoral marker to the proximal end. Fluid was leaking from an open hole in the imaging window at about 90.0 cm from the femoral marker at the distal end when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).